Event description:
It was reported when the programmer is left in a vertical position for even a short time, the printer does not print. Also, the power cord compartment is in need of repair. The programmer was returned to the manufacturer, analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): ECG (electrocardiogram) connector is loose. System fan is noisy. Broken tabs on the power cord bay door. Analysis could not confirm the reported printer issue; the printer printed ok in the vertical and horizontal positions.